Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a rash over pocket incision and started ciprofloxacin last week but gotten worse. It was also noted that the patient experiencing allergy to mastisol and started steroid. The patient underwent an ipg replacement procedure and the explanted ipg was not returned.